Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0874 inches the drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia due to eating too much. The customer¿s blood glucose level was 402 mg/dl at time of incident and treated with bolus on the insulin pump. Customer stated that they feel okay to troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer stated that they did not contacted their health care professional regarding the high blood glucose. Customer alleges that the insulin pump was under delivering because they boluses with insulin pump but blood glucose did not went down properly. Customer stated that the drive support cap was sticking out. Customer continued to troubleshooting for cosmetic damage of insulin pump. Customer stated that when they looking at the drive support of insulin pump half of the drive support cap was pushed in but the other half was lifting up. The insulin pump will be and other devices will not be returned for analysis.